Event description:
It was reported that the implantable cardiac monitor was giving false positives for asystole. Follow up indicates that device is being monitored and the pocket is being given more time to heal. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.